Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer had placed the pump into storage mode, resulting in the pump shutting down. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by a correction bolus via pump. The customer continued to use the pump for insulin therapy. Tandem technical support educated the customer on the appropriate use or storage mode.